Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had partial display screen and the insulin pump was not working. The blood glucose was 170 mg/dl at the time of the incident. The insulin pump said that, the battery was dead which it has not done before it usually says low battery first he got up put new battery. The customer received a pump error and counted to 6 he rewound and primed and it worked then and the insulin pump said low battery he changed battery and it just has black line across it and screen is black. Customer stated that, the icons and time are almost fading in and out coming up then going away on pump and when he presses button s it wont proceed to menu it just causes the screen to flash off and on. Troubleshooting was not done for pump errors or other issues as we cant get in pump to see what alarms occurred. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, battery out limit or failed battery test alarms noted during testing. No flash off, missing segment/partial display anomaly noted during testing.